Event description:
It was reported that during a device upgrade, the rv lead exhibited low sensing and high capture threshold. A fluoroscopy revealed the lead was dislodged. The lead was successfully repositioned and the defib portion of the lead remains active. A right ventricular sense/pace lead was added. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.